Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion with 80-95% stenosis). Inherent risk of procedure (failure to deliver the stent and stent deformation). Deformation problem. Evaluation conclusion: device failure related to patient condition (lesion with 80-95% stenosis). Inherent risk of procedure (failure to deliver the stent and stent deformation). (B)(4).

Event description:
It was reported that the physician was attempting to treat a lesion with 90%-95% stenosis in the proximal and middle of lad, and a lesion with 80%-90% stenosis in the proximal of d1. During the surgery, the physician pre-dilated the middle of lad with a sprinter legend balloon (8atm for 5 seconds) and continued to pre-dilate the proximal of d1 with another sprinter legend balloon (6atm for 5 seconds). It was reported that the physician attempted to use a 3.0mm diameter x 24mm length endeavor resolute (rx) drug eluting stent but the device failed to cross the target lesion. The physician removed the device and found that the tip of the stent was deformed. The doctor changed another stent to complete the surgery. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the distal tip was flared. The distal shaft was pinched approximately 7.5cm distal to the guidewire entry port. The stent was positioned correctly on the balloon between the inner shaft markers. The 11th proximal and 1st distal stent segments were deformed with slightly raised struts. The balloon had not been inflated. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).